Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact with the device. Section d6a: if implanted; give date: n/a . The lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a . The lens was inserted and removed during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - unplanned vitrectomy. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was implanted and then explanted during a procedure that progressed into a vitrectomy. A backup lens was used to complete the surgery during the same procedure. No patient injury was reported. No further information was provided.